Event description:
The customer reported to olympus the colonovideoscope had poor water delivery. There was no patient/user harm or injury reported due to the event. The reported issue occurred during an unknown ¿normal inspection¿ procedure. The procedure was subsequently completed with an unspecified device. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability, air, and water supply volume did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was observed that the dots were smudged and connected on the water detection sticker 1b due to water invasion in the device. It was also observed that the forceps port was shaved due to physical stress caused by handling. It was observed that the suction cylinder was shaved due to a scrap from a cleaning brush caused by a handling issue. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: the scope connector, plastic distal end cover, scope connector cover, universal cord, flexibility adjustment ring, grip, scope cover, switch box, lock engagement lever, lock engagement knob, right and left knob, up and down knob, control unit and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer submerges the endoscope in cleaning fluid. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. - inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.